Event description:
During a laparoscopic chole procedure, the instrument was working fine throughout the whole case until the end when trying to coagulate a bleeder in the liver. The generator indicated error code 5, instrument. The instrument was retorqued, the jaw was wiped down to remove any tissue stuck within the jaw. The problem still occurred. A steady beeping sound from the generator would sound and go into error code 5. There was no reported patient consequence and procedure finished with like product.